Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedances out of range on both leads. Impedance measurements showed 47 for the left bipolar lead and above 10k on both left and right leads. Manufacturer representative (rep) reran impedance tests multiple times but impedances kept reading as high. Both extensions were replaced and the lead was explanted, the implantable neurostimulator (ins) was replaced with bilateral inss. This resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 748240 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2026 product type extension product ID 748240 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2026 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported the cause of the impedance issues is unknown but a contributing factor may have been the extensions being old legacy extensions. Rep reported customer refused return of the device.